Event description:
On (B)(6) 2013, the reporter contacted animas alleging a history/settings issue. It was reported that when the settings were uploaded, the pump had different ratios and targets than what was recorded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box contained dates from (B)(6) 2014. The black box and recorded histories for the event on (B)(6) 2013 have been overwritten. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.